Event description:
No additional information was provided

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Device history record review for model 5000r lot number 23108165 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd smartsite luer lock valve port was leaking the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. The customer states the part that the syringe is connected to is leaking. So far they have used two kits that are having the same issue.